Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings: visual inspection revealed that there were multiple scratches on the display lens. The display screen was still legible despite the scratches. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from the threads to the case seal. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display lens was scratched and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.